Event description:
It was reported via repair work order that the bed would not calibrate due to a faulty #2 wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.